Event description:
It was reported that the patient underwent gynecological on (B)(6) 2006 and mesh and bard ¿ pelvisoft collagen bio-mesh were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrent with hysterectomy due to rectocele, sui, and pop. It was reported that following insertion the patient experienced pain, infection and dyspareunia.